Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of an unspecified bd insulin syringe is stiff and when the medication is being injected into the eye there is a lot of resistance. No patient impact reported. The following information was provided by the initial reporter: one of our eye-clinic doctors is using the bd ultrafine syringe to administer avastin. He mentioned that the plunger is stiff and when he goes to inject the medication into the eye there is a lot of resistance.

Event description:
It was reported that the plunger of an unspecified bd insulin syringe is stiff and when the medication is being injected into the eye there is a lot of resistance. No patient impact reported. The following information was provided by the initial reporter: one of our eye-clinic doctors is using the bd ultrafine syringe to administer avastin. He mentioned that the plunger is stiff and when he goes to inject the medication into the eye there is a lot of resistance.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.